Event description:
It was reported by the customer that a pyxis medstation es system had a drawer failure. The customer stated that the drawer could not be detected and could not be recovered and there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to connection issue of a communication bus cable. A field service engineer reseated the communication bus cable at the module controller board to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.